Event description:
On (B)(4) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was not powering on when she tried to test. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 in the morning. The patient reported using a combination of medications including humalog and lantus to manage her diabetes. The patient denied making any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported within an hour of the alleged issue occurring she developed symptoms of "acidosis". It is unclear if the patient was suffering from diabetic ketoacidosis, or a respiratory or metabolic disorder. It is unclear if the patient was diagnosed by a healthcare professional or if she had symptoms suggestive of hyperglycemia. The patient reported on (B)(6) 2013 in the morning, she was treated in the emergency room (ER) with insulin. It is unclear if the patient was treated with subcutaneous insulin or with an insulin drip. The patient reported her blood glucose was measured on a doctor or clinic meter and an unknown reading was obtained on an unknown date and time. During the time of troubleshooting, the cca confirmed the patient was using the correct test strips. The cca noted this was not the first time the meter had been used, and there was no misuse of the product. When the patient pressed the power button, the meter did not turn on. When a new test strip was inserted, the meter did not turn on. The cca determined the meter battery did not need to be replaced. The alleged issue was not resolved with troubleshooting. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of hyperglycemia and required treatment from a healthcare professional for an acute complication of diabetes.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.